Event description:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the screws were worn/stripped. The brt evaluated the device and found that the screws that hold the main chassis together were worn/stripped. The brt replaced the particularly damaged screws to resolve the issue and the device was returned to the customer. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The brt resolved the issue by replacing the damaged screws. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.